Event description:
The pt received her scs system, including a surgical lead, on (B)(6) 2011. It was reported that the pt could not increase stimulation. Diagnostic testing revealed high impedance readings on several lead contacts. The pt's lead was reprogrammed around the affected contacts, and effective stimulation coverage was regained. No further pt issues were reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.